Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, deformation, and cloudiness/bubbles in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process and no openings or issues related to rupture were observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.